Event description:
The customer reported that the device skips the shock and charge steps during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device skips the shock and charge steps during opcheck. The device was evaluated at philips. The symptom was verified. The issue was localized to a ribbon cable not being fully seated on the processor pca. We are considering this a malfunction resulting from an incomplete electrical connection.